Event description:
Healthcare professional right side capsular contracture baker grade iii, pain, hardening, flaccidity and asymmetry of breast. As per ultrasound, cyst with thick contents, intramammary lymph node. Implant intact, with signs of capsular contracture. As per mammogram dense, oval, circumscribed nodule and corresponds to a cyst on ultrasound, benign-looking calcifications, presenting a spherical shape associated with accentuation of their folds, a finding suggestive of capsular contracture and dense circumscribed images with central radiolucency, projected in the superolateral quadrants, compatible with intramammary lymph nodes. The device remains implanted.

Manufacturer narrative:
E1. Phone number continued:(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, pain, hardening, cyst-breast, lump/nodule, calcification-breast, visibility/palpability.